Manufacturer narrative:
An event of material deformation and positioning problem was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that the during the procedure, an unspecified time of recaptures were performed requiring a new valve. The valve was noted to have repeatedly diving into the left side. When removed, the flexnav valve capsule was deformed in an accordion shape. Based on available information, the reported positioning and the reported material deformation appears to be related to a combination of difficult anatomy and procedural condition (multiple recaptures).

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a root angle of 70 degrees and perimeter of the native annulus was 92.4mm. Mean gradient was measured as 3 mmhg. During the procedure, an unspecified time of recaptures were performed requiring a new valve. The valve was noted to have repeatedly diving in to the left side. When removed, the flexnav valve capsule was deformed in an accordion shape. A new 35mm navitor vision valve was loaded and implanted successfully. No paravalvular leak was observed; post-gradient was 5 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025, the patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a root angle of 70 degrees and perimeter of the native annulus was 92.4mm. Mean gradient was measured as 3 mmhg. During the procedure, an unspecified time of recaptures were performed requiring a new valve. The valve was noted to have repeatedly diving in to the left side. When removed, the flexnav valve capsule was deformed in an accordion shape. A new 35mm navitor vision valve was loaded and implanted successfully. No paravalvular leak was observed; post-gradient was 5 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025, the patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.